Event description:
Initial reporter indicated that they had their handheld computer plugged in for the entire week and when they would unplug it and use it, the screen went blank. Good faith attempts are being made to have the handheld returned for product analysis.